Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient completing multiple suspends/resumes).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (suspend) issue. The reporter stated that the patient had a blood glucose (bg) of 575mg/dl with extreme drowsiness, dry heaving, and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was evident of use error. The patient completed multiple suspend and resumes within minutes. This complaint is being reported because the patient experienced hyperglycemia related to use error.